Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator upgrade procedure. During examination, it was noted that the right ventricular lead exhibited extensive noise. The physician capped the lead on (B)(6) 2021 and implant a new lead. The patient was in stable condition.